Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) clinical sales representative (csr) to report an error code when attempting to fire the monopolar curved scissors (mcs) instrument. Prior to calling the csr, the customer replaced the energy cord to no avail. The csr called an isi technical support engineer (tse) to report the error and after identifying an error in the system logs, the tse recommended the customer reboot the erbe generator. The csr ended the call to follow-up with the customer. Later, a surgeon called a tse due to the same error. The tse asked if there were any other electrosurgical units (esu) or a CT machine nearby that could be causing electromagnetic interference, but the surgeon stated there was none and confirmed they had replaced everything and power-cycled the erbe generator. The tse recommended swapping power outlets for the erbe generator power cord, but the surgeon stated they were in the process of swapping the vision tower entirely. During the process of swapping the towers, the operating surgeon elected to convert the case to traditional laparoscopic surgery. An isi field service engineer (fse) contacted the site's robotics coordinator to schedule an on-site visit and was told the patient had a burn from the procedure. During follow up with the surgeon, through the csr, it was stated that about 5 hours into case, the erbe generator stopped working, prompting the conversion to traditional laparoscopic surgery. The laparoscopic portion lasted about another 3 hours. The burn was at a port site but was not noticed until the end of the procedure because of the ioban, an antimicrobial incise drape (3rd-party manufacturer product), making it unclear when the burn occurred. However, the burn was located at the port site used for the mcs instrument during the robotic portion of the procedure. There were no issues with the patient neutral pad, and it was discarded after the procedure. The patient was discharged home and a portion of the burn was sent for pathology.

Manufacturer narrative:
During the site visit, the fse was able to reproduce the customer reported error and complaint. The erbe generator was replaced and electrical tests confirmed the system was verified for use. The erbe generator is being held by the hospital's engineering department due to the patient injury. There were 2 monopolar curved scissors (mcs) instruments used in the procedure and neither have been used since the event date. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced system log review for this procedure reveal there are errors present that indicate a significant fault pointing to the integrated electrosurgical unit (iesu). The site experienced repeated 25913 errors until the system was ultimately powered off. The 25913 is a generic error that holds the error triggered by the iesu. In this case, c-34, ¿hf voltage too low in on state.¿

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: during follow up with the service line coordinator, it was stated that the status of the monopolar curved scissors (mcs) used in the procedure is unknown, but it was confirmed the erbe is being held by the site until the internal investigation is complete. Additionally, the following demographics were obtained: male, (B)(6) 1962, 255 lbs, white, non-hispanic/latino.